Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message ¿system error please contact your administrator¿ was shown. A technical support specialist found the error in the sql and shared it to the customer to resolve the issue. The system functioned as intended after the technical support specialist repaired the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had the error message . The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event..